Event description:
A supposed type iii endoleak was found on a follow up cta. The cta and subsequent angiogram shows highlighting of contrast next to the contralateral gate just distal to the bifurcation of the distal body. Because of the endoleak the aneurysmal sac has grown.